Event description:
It was reported that during a proctectomy (longo technique) the surgeon experienced difficulties in turning the adjusting knob and after realized that the orange indicator did not fully move into the green range of the gapping getting scale. The surgeon fired anyway and the device cut and sutured applying open clips. In order to perform a good hemostasis, the surgeon had to manually suture. No adverse patient consequences. Device will be returned.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.